Event description:
It was reported that during intra-aortic balloon (iab) therapy, at approximately 12:05pm, a gas gain/ gas loss alarm occurred. The customer switched the console out but the alarms persisted. Troubleshooting assistance was given to no avail. The device was reported to be placed at (B)(6) hospital prior to transfer to (B)(6) hospital on (B)(6) 2024, between the hours of 7-8pm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: describe event or problem, date of event, brand name, unique identifier (UDI)#, version or model#, catalog#. Reference complaint#: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between sheath and catheter. The non-maquet sheath was returned over the membrane. One kink was observed on the catheter tubing approximately 76.2cmfrom the iab tip. The extender tubing, pressure tubing and three-way stopcock were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed, and no leaks were detected. The iab was placed on the cardiosave pump and a gas loss in iab circuit alarm sounded from the pump. The evaluation determined a catheter kink which have may cause the reported problem of ¿alarm, gas alarm (gain and/or loss)¿. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a gas gain/ gas loss alarm occurred. The customer switched the console out but the alarms persisted. Troubleshooting assistance was given to no avail. There was no patient harm or adverse event reported.